Event description:
A patient with a previously low wbc removered higher than expected on a coulter gen.s automated cell counter. Previous wbc result ws 0.7 cells/ml. When the patient's sample was tested for wbc, the sample recovered at 3.4 cell/ml. A blood smear was done and the lab determined that wbc value to be 0.7 cell/ml. The same sample was retreated on a different cell counter and the wbc result was at 0.7 cells/ml. The same sample was retested again on a gen.s and the wbc recovered at 0.6 cells/ml. This was the result reported out of the lab. The floor requested a repeat and the sample recovered at 0.7 cells/ml. Based on the wbc result of 0.6 cells/ml that was reported out the lab, the patient's medication was withheld until the cbc results were verified.